Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data logs by tandem technical support showed the pump battery depleted from 80% to 40%. The customer¿s blood glucose (bg) level was 463 (mg/dl). A correction bolus via the pump and a manual injection were used to address bg level. Reportedly the customer would use manual injections as alternate insulin therapy.